Manufacturer narrative:
Eval: visual inspection of the returned product showed that a haptic was torn off from the optic and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the lens was torn upon insertion. The lens was removed and another lens was implanted without any patient injury.